Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead was exhibiting episodes of noise. In addition, the rv lead has been experiencing chronic low r-waves since implant. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.